Manufacturer narrative:
The reagent lot number is 75399001 with an expiration date of 30-jun-2024. The investigation reviewed the last calibration performed on 06-feb-2024; the results were within specifications. The investigation reviewed the qc recovery; the qc recovery was within the acceptable range. The investigation reviewed the alarm trace; no issues were noted. The field service engineer (fse) inspected the module and determined the event was caused by the heat-cut filter that needed to be replaced. He then replaced this part. He verified the module was again performing within specifications. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received a questionable ureal result from one patient sample tested on the cobas 6000 c (501) module. The customer was also receiving cell blank errors. The initial result was reported outside of the laboratory. The result did not match the patient history prompting the rerun of the patient sample. The initial bun result was 200 mg/dl. The repeat result was 86 mg/dl. The repeat result was deemed correct.